Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, into the patient's right (od) eye. The surgeon reports 3+ vault; the lens was repositioned and the wound was burped. Reportedly the patient is doing well.

Manufacturer narrative:
B5: lens was explanted. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).